Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that during suturing of the skin, after the arteriovenous fistula has been performed on the patient, there are several occasions when it is difficult to cut the skin with the suture needle; a lot of force is required for the needle to enter the skin and to be able to continue with the suture. Instrumentator reports poor quality of the suture needle with risk on several occasions due to deviation of the needle in the needle holder, of rupture of the vein of the fistula or puncture in the instrumentator's fingers. No further information received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.392 n, 0.408 n and 0.403 n and fulfilled the specification (<0.480 n). Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or batch information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.